Event description:
The customer requested that the run data file be investigated to determine a possible cause for a red blood cell (rbc) unit that was returned to them from a hospital due to hemolysis. The rbc unit was returned approx five weeks after the donation. The hemolysis was confirmed by the customer's lab. The disposable set is not available for return for eval. The pt info and event date provided are for the rbc donor and the donation. The customer did not respond to attempts to gather pt (donor) identifier or age. This report is being filed due to hemolysis in the collected blood product.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. A lot number was not provided by the customer, so a device history record search could not be completed. All lots must meet acceptance criteria for release. Root cause: a definitive root cause has not been identified at this time. The disposable set was unavailable for root cause analysis. Analysis of the rdf did not find a conclusive cause for the hemolysis of the rbc product reported for this collection. No unusual process variable was identified and trima accel operated as intended. Based on the available data, it cannot be ruled out that a process error may have contributed to the reported hemolysis.